Event description:
The customer reported that on (B)(6) 2011 erroneous, low glucose (glu) , alkaline phosphotase (alp), aspartate aminotransferase (ast), and/or alanine transaminase (alt) results were generated on an unicel dxc 800 synchron system for multiple patient samples. Beckman coulter inc. Assessment of customer supplied data indicated the generation of erroneous results for four patient samples. Some of the erroneous result were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument the results were higher and regarded as valid. Chemistry quality control results were within customer established ranges during the timeframe of the event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The erroneous patient results involved with this event stemmed from a shared cartridge chemistry issue. The field service engineer (fse) replaced the cartridge chemistry sample probe and collar wash. Upon completion of the necessary and verified repairs the instrument was returned into operation.